Event description:
Information received indicates the brake pedal will lock into place but the brake will not hold.

Manufacturer narrative:
The technician found the brake block and casters were worn. The technician rebuilt the brake block and replaced the casters to repair the bed.